Manufacturer narrative:
Maquet service technician visited the clinic and investigated the product in question. The described defect was confirmed. The product in question was put out of service. The defective components are requested for investigation but have not arrived at the date of this report. (B)(4).

Event description:
The customer reported that during a surgery when the operating table was raised a joint of the table top broke. Attached to the table top was a leg plate. The surgery was interrupted until the table top was exchanged and the patient was repositioned. Afterwards the surgery was finished. (B)(4).

Manufacturer narrative:
The failure described by the customer has been confirmed. On the right hand side the motion joint is broken. The interface bracket for applying a leg plate is fastened to the joint with six cylinder screws din912-m6x50-a2-80 which all were torn off. Dents and fracture traces have been observed on the bracket and the cylinder screws. Due to the damage symptoms it is to be expected that the force was applied from bottom upwards which may occur while collision of the attached leg plate with an obstacle below in case of e.g. Lowering the table or inclination of the table. Such a collision may but does not necessarily lead to an immediate malfunction of the screw connection. The screw connection may only be pre-damaged and broke at least at this case. In the instructions for use it is stated that the user must constantly observe the operating table and the accessories during adjustment in order to avoid collisions. Maquet (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report.

Event description:
(B)(4)